Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Tt was reported by the patient that the device "just quit working". Upon follow-up, the hcp indicated the device had reached eol and there had been no negative impact to the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the device "just quit working". Upon follow-up, the hcp indicated the device had reached eol and there had been no negative impact to the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion.